Manufacturer narrative:
The device br 15 003 has been inspected for investigation purpose. The log files analysis confirmed that software bugs caused the reported issue. Softwares bug was fixed in software version 3.0.0.20 and the device br15003 was updated with the new software version. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified during the registration verification. The surgery was interrupted for less than 5 minutes to allow a proper system restart.